Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report # 3005099803-2021-02498, MFR. Report # 3005099803-2021-02500 and MFR. Report # 3005099803-2021-02501). It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021. During the procedure, when the physician delivered the advanix 12cm 10fr stent into the bile duct, the physician that the stent was too long and needed a shorter 9cm stent. The undeployed advanix-naviflex was removed with suture attached into scope to be exchanged with another shorter 8.5fr 9cm advanix preloaded stent. The physician attempted to insert the 9cm stent but still struggled to come out of the scope into the duodenum and so then exchanged for another 9cm 8.5 fr advanix preloaded stent which also struggled to exit the scope. Both 9cm 8.5 fr advanix preloaded stent was also removed and then it was discovered that the original 10fr 12cm stent was detached from the delivery system in the scope and the suture string was broken during removal and was not noticed. The advanix 12cm 10fr stent was affecting the passage of the following stents. All three advanix stents was successfully removed and no new stent was implanted. The procedure was not completed on this day due to patient became restless and needed percutaneous transhepatic cholangiography. Patient will undergo a rendezvous procedure since endoscopy access was difficult. It was reported that the procedure was rescheduled and completed after two days. There were no known patient complications reported as a result of this event.